Event description:
It was reported that a cartridge alarm occurred. Additionally, it was reported that an occlusion alarm occurred. There was no reported adverse impact to the customer's blood glucose level. At the time of reporting no action was taken to resolve the issues.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.